Manufacturer narrative:
(B)(4). The sample has been requested. A batch review will be performed for the lot information provided. Should additional information become available, a follow up will be sent.

Manufacturer narrative:
(B)(4). This complaint for damaged was not confirmed due to a lack of sample. The cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During a follow up call for a reported alarm, the home patient (hp) stated to product surveillance that he had a mini-cap which was cracked. The hp noticed this issue when he was going to take it off to get started for therapy. No further information was provided. There was no injury or medical intervention reported.